Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as a bruise with an open bleeding wound from garment being too tight and digging into skin. There was no alleged device malfunction contributing to the open wound/bruise. The patient¿s physician applied an antibiotic cream for the open wound and adjusted the fit of the garment. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.